Manufacturer narrative:
Unit passed displacement test, active current measurement test, sleep current measurement test and self test. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer¿s blood glucose value was 13.3 mmol/l. The customer was assisted with troubleshooting and insulin pump did passed self test and beep test. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.